Event description:
After investigation of numerous problems with the poct glucose meter and base units reported from the nursing floors/units, it was discovered that there are several concerns with the accu-check inform ii meter. A marked increase of meters not charging while docked in the base overnight is being documented by poct, point of care testing (meter series 1400). Poct and nursing staff have reported that the metal contacts on the back of the meter get too hot to touch without burning and discomfort if the metal contacts are touched (series 1400). The metal base unit clips bend with use causing charging to not occur when docked. Staff has been placing paper "wedges" behind the clips to keep the metal contacts in the base bent forward to ensure charing. Poct and nursing staff have reported that the meters emit a high pitched noise. A roche technical support representative informed the poct coordinator that the issue with the meter heating up and the high pitched noise was due to hardware and software flaws that are being re-engineered and are being tested at this time. 6. The charging, heating, and noise issue has only been reported in the new model meters (accu-chek inform ii, series 1400, firmware 4.x.xx). 7. The base metal contact issue is present in all models of the base units (accu-check inform ii base units, model 054984840001 and 048823000001).